Manufacturer narrative:
Manufacturing review: the device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: the physical device was not returned for evaluation. No photos were provided for review. Therefore, the investigation is inconclusive for the reported failure as no objective evidence was provided for review. A definitive root cause for the reported thrombosis issue could not be determined based upon the provided information. Labeling review: a review of product labeling documentation (e.g., procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. Expiry date: 05/2021.

Event description:
It was reported through the results of a clinical trial that approximately eight days post vena cava filter deployment computed tomography demonstrated inferior vena cava thrombus and eventual narrowing of the inferior vena cava below the filter, likely related to the presence of the filter. The current status of the patient is unknown.